Event description:
During an atrial fibrillation (afib) procedure, it was reported there was an unit error during initialization. Error numbers 258,268, 278 were consistently shown. The following trouble shooting steps were taken to resolve this issue: piu was rebooted several times; however, errors 258,268,278 were still shown; work station was rebooted several times; however, errors 258,268,278 were still shown; switch the power supply to the piu with work station off and on again; software re-installation after workstation data full-format on (B)(6) 2013. Errors 258,268,278 were still shown. Additional information received stated there was no patient consequence. The patient was under general anesthesia for 3 hours. The case was canceled due to this issue. Physician did not consider delaying of the procedure caused a potential risk to the patient. Patient did not require extended hospitalization. Transseptal puncture was performed prior to case cancelation. Due to this, this is now an MDR reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) additional information received stated there was no patient consequence. The patient was under general anesthesia for 3 hours. The case was canceled due to this issue. Physician did not consider delaying of the procedure caused a potential risk to the patient. Patient did not require extended hospitalization. Transseptal puncture was performed prior to case cancelation. Due to this, this is now a MDR reportable event. After unit evaluation it was determined the main card of the piu was defective and it was replaced by the field service engineer. After repair, unit was functioning per specification. The defective main module was sent to carto3 manufacturer for further evaluation. Per manufacturer¿s evaluation, it was reported errors 258, 268, 278 were verified. After new altera&dsp burning (main module imbedded software burning), issue was resolved. The customer¿s complaint was confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.